Manufacturer narrative:
Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to verify prime or fill anomaly and perform occlusion test, compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose was unknown at the time of incident. Th customer reported that the insulin was shooting out of the in fusion set. The drive support cap of the insulin pump was protruded. The customer was advised that the insulin pump needed to be replaced and to discontinue the use of the insulin pump and revert to back up plan. Troubleshooting was performed and the device will return for analysis.